Event description:
This is an adverse event recorded on a crf as part of the us rfa registry for barrett's esophagus. This pt was prospectively enrolled with a 5 cm barrett's non dysplastic barrett's esophagus. After a primary focal ablation pt was found to have a stricture and complained of dysplasia. Pt was subsequently dilated. Pts symptoms resolve, denies dysphagia. Per the physician the severity of this event was moderate and relationship of the event to the device procedure was unlikely and there was no device malfunction.